Event description:
This device was returned for repair for the device power switch malfunction of being stuck as observed during preparation for use. There was no patient involvement and no harm reported to any patient. During repair inspection, it was noted that main switch was stuck in the on position. The main switch was of the old version. This medwatch is being submitted for the issue of the old version main switch was stuck in the on position.

Manufacturer narrative:
Additional information is not yet available for this event. The device is returned and an evaluation completed for it. The manufacture date is not available. The user¿s complaint was confirmed. Upon inspection and testing, it was noted that the main switch was stuck in the on position. The main switch was of the old version. The main switch needs to be replaced. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. Please see the updates in sections: g3, g6, h2, h4, h6, and h10. Due diligence was executed for this event with no response, including initial reporter occupation, by the customer. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The root cause of the failure of the power switch cannot be conclusively determined. However, the device has the old version of the switch. The design of the switch was updated to provide improved resistance to breakage. Devices that are shipped after nov 18, 2013, are provided with this new switch. This device was delivered to the customer on jun 25, 2012; as such the device did not have the new improved design of the switch. It is possible that this may be the cause for the failed switch.